Event description:
The patient reported that the she went into the shallow end of the pool and swam about 30 minutes. She reported that about 30 minutes after getting out the pump said replace battery. She said, she replaced it twice and cannot get power to the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump booted with audible sounds; the display screen was blank. The pump was returned with a torn keypad, and all keypad buttons were unresponsive. Evaluation revealed a display lens leak and a keypad leak. Investigation revealed internal moisture damage on the pcb and the vibration motor. Investigation could not be adequately completed due to pump damage. A review of the pump history indicated that the pump was accurately delivering insulin until a replace battery alarm was emitted on (B)(6) 2011; the pump history indicated that insulin pump therapy was not resumed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.